Event description:
It was reported that the tibial bearing trial fractured while the surgeon was trialing. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Visual examination of the returned device identified signs of repeated use and a piece had fractured off. The device history records were reviewed and no discrepancies were identified. The device had a potential field age of eight (8) + years and exhibited signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.